Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell and now the therapy did not seem to be working. The doctor did x-rays and the placement seemed good. The doctor wanted to do a catheter dye study. The pump contained ms, baclofen and ziconitide. Add'l info has been requested from the hcp, but was not available as of the date of this report.